Event description:
It has been reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot up. The philips field service engineer (fse) visited system onsite and observed that the system stops starting up in 00:00. Considering, the fse reloaded the board software for flexvision pc, after which the system was returned to use in good working condition and ready for clinical use. The codes were updated based on the investigation outcome.